Manufacturer narrative:
Four opened knife samples were received for the report of a dull blade of the knife. Two knives were received with foam tip protectors and two knives were received with cannula sheaths. The returned samples were visually inspected. Sample numbers 1 and 3 were found to be nonconforming with a damaged tip and a damaged cutting edge while sample number 2 was found to be nonconforming with a damaged tip. Sample number 4 was found to be conforming. Sample number 4 was then functionally tested for penetration and was found to be conforming. Penetration testing could not be performed on sample numbers 1, 2 and 3 due to the damaged condition of the samples. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are two additional complaints associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. Sample number 4 was visually and functionally conforming however, the damage to sample numbers 1, 2 and 3 is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips and damaged cutting edges exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that four knives exhibited a dull blade during cataract surgeries. Alternate knives were obtained in order to successfully complete each procedure. There was no impact to any patient. Additional information is not anticipated for this report.